Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited whitish foreign material found inside the air water tube and the air water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material could not be identified. A leak from the electrical connector likely led to the malfunction. From the obtained information, it is unknown if the reprocessing was conducted following the instructions for use (IFU) reprocessing steps. The root cause for this event could not be determined. The event can be detected and prevented by following the instructions for use: -IFU states the detection method in evis exera tjf type 160vr operation manual chapter 3 preparation and inspection. -IFU states the preventive measure in evis exera tjf type 160vr reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.